Manufacturer narrative:
Potential lot #: r21j21050. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp y-type catheter extension set leaked from the unspecified location. The line was primed with normal saline. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b3: event date: asku (previously submitted as 2/02/2022) h4: the potential lot # r21j21050 was manufactured on 10/22/2021. H10: the customer returned a sample with lot # r21j21050 for evaluation. Visual inspection was performed and a cut in the tubing was observed. Functional testing including clear passage and pressure testing was performed and a leak was observed due to the cut in the tubing. Additional magnified inspection was performed on the cut in the tubing and a clean appearance cut without plastic residuals was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted for lot # r21j21050 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.